Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the liquid crystal display (lcd) was electrically out of specification. The upper display was bleeding, the display flex was creased, and the red display wire was pinched and exposed. The main printed circuit board (pcb) was electrically out of specification. Additionally, the upper and lower cases were broken, as were the hanger and output connector assemblies. The encoder assembly, four knobs, and one case screw were contaminated. The battery wires were pinched, but the insulation was not compromised. The main seal was pinched, and the main world label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken screen. The epg has been returned for service. No patient complications have been reported as a result of this event.